Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/10/2017 that on (B)(6) 2017, that the patient experienced a skin reaction underneath the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2017. The reaction was described as red, significant amount of redness, and itchiness. Affected area was treated with fluticasone; date of prescription unknown. At the time of contact, patient still has some reaction. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.